Event description:
Healthcare professional reports removal due to infection and two seroma events. The first seroma occurred within one year of implant surgery and was treated with a puncture. The second seroma culminated in the removal of the implant. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further investigation: review of sterilization and seal strength records related to work order did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Other records reviewed: environmental monitoring results for june 2017, and bioburden monitoring results for june 2017. Review of work order and the event code "infection" did not identify any ncs or CAPA associated with this information.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and seroma. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports removal due to infection and two seroma events. The first seroma occurred within one year of implant surgery and was treated with a puncture. The second seroma culminated in the removal of the implant. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., b.3., b.6., d.6., d.7., g.1.

Event description:
Healthcare professional reports removal due to infection and two seroma events. The first seroma occurred within one year of implant surgery and was treated with a puncture. The second seroma culminated in the removal of the implant. This record is for the right side. The device has been explanted.

Event description:
Patient reported "uncomfortable in the breast region, felt the breast swollen, with redness, and developed a fever, severe pain, tingling, deformation and exchange due to concern with textured product." Patient also reported "felt increasingly anguished and insecure, depression, no self esteem" and "suffering, weight gain, drastic hair loss, lack of vitamins"; these events are not device related.